Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 697 mg/dl and ketones. The customer began experiencing high blood glucose levels on the morning of the event. The customer treated with a bolus, but her blood glucose levels continued to elevate. During the hospitalization, the customer's blood glucose levels were treated by insulin drip. When the customer went back on the insulin pump, her blood glucose levels elevated to 450 mg/dl. The customer then discontinued insulin pump therapy. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.